Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right atrial (ra) lead, recorded a signal artifact monitoring (sam) episode due to oversensing related to the minute ventilation (mv) feature signal on the right atrial channel. No prior episodes of noise were recorded. In addition, high out of range pacing impedances were observed, despite previous measurements being stable. Technical services was consulted and provided programming recommendations. They also explained that the issue could be related to header contact on the right atrial (ra) lead and advised performing lead integrity testing. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right atrial (ra) lead, recorded a signal artifact monitoring (sam) episode due to oversensing related to the respiratory rate trend (rrt) feature signal on the right atrial channel. No prior episodes of noise were recorded. In addition, high out of range pacing impedances were observed, despite previous measurements being stable. Technical services was consulted and provided programming recommendations. They also explained that the issue could be related to header contact on the right atrial (ra) lead and advised performing lead integrity testing. This system remains in service. No adverse patient effects were reported. Additional information was received. Field representative indicated right atrial (ra) lead was turned off due to suspected lead fracture and patient having chronic atrial fibrillation. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right atrial (ra) lead, recorded a signal artifact monitoring (sam) episode due to oversensing related to the respiratory rate trend (rrt) feature signal on the right atrial channel. No prior episodes of noise were recorded. In addition, high out of range pacing impedances were observed, despite previous measurements being stable. Technical services was consulted and provided programming recommendations. They also explained that the issue could be related to header contact on the right atrial (ra) lead and advised performing lead integrity testing. This system remains in service. No adverse patient effects were reported. Additional information was received. Field representative indicated right atrial (ra) lead was turned off due to suspected lead fracture and patient having chronic atrial fibrillation. No additional adverse patient effects were reported. This system remains in service. It was later reported that the patient underwent an atrial ablation. The physician called ts to understand if turning on the ra lead was a possibility and for programming recommendations, for which ts provided guidance.